Event description:
Medtronic legal was notified on (B)(6) 2026 that the customer experienced unexplained health issues over approximately two years, attributed to frequent pump therapy setting changes. It was subsequently identified that the underlying cause was an incorrect am/pm time configuration programmed into the customer's pump by medtronic personnel during initial device setup. This error resulted in the customer not receiving their medication at the correct times. The issue was only identified approximately one week prior to the legal notification. The customer had been working with their healthcare professional for two years attempting to resolve the unexplained health concerns without success. The event involved product mmt-1884. Troubleshooting was not performed. No further patient complications were reported. No product return is required for the mmt-1884.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.